Manufacturer narrative:
The insulin pump passed the displacement test. The pump failed to self test due to missing segments/partial display. Moisture damage was found on the electronic assembly and motor. The insulin pump was received with missing display/window cover and keypad overlay peeling. The insulin pump was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump that the lcd screen that holds the clip was broken. The customer's blood glucose was unknown at the time of incident. It was reported that they could see the inside of the screen. The insulin pump was returned for analysis.